Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. Device received with a high sleep current measurement and active current measurement due to moisture damage on the electronic assembly noted. Device received with pillowing keypad overlay and cracked select button keypad overlay.

Manufacturer narrative:
Initial report had incorrect information related to event in summary narrative. Correct information has been provided with this report in section b5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer had alleged that the insulin pump was under delivering because customer experienced high blood glucose and diabetic ketoacidosis.

Manufacturer narrative:
Retainer ring = missing on (B)(6) 2021 the customer alleged was hospitalized for high blood glucoses (dka). The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer. Device received with missing reservoir tube o-ring, pillowing keypad overlay and cracked select button keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Pump received with a high sleep current measurement and active current measurement due to moisture damage on the electronic assembly noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage were out of specification range due to moisture damage on the electronic assembly. No unexpected battery alarms or alerts found in the formatted history file on the event date of sept 23, 2021. However, found after the event date: 09/25/2020 14:11:00 replace battery alert 09/25/2020 13:24:20 replace battery now alarm 09/25/2020 13:47:29 power loss alarm 09/25/2020 13:24:10 insert battery alarm in summary, insulin pump passed all required testing. Missing retainer ring confirmed. Pump received with a high sleep current measurement and active current measurement and the power management tool confirmed the unloaded voltage and loaded voltage were out of specification range due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer. Pump received with missing reservoir tube o-ring, pillowing keypad overlay and cracked select button keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, rewind test, prime/seating test, basic occlusion test and force sensor test. Pump received with a high sleep current measurement and active current measurement due to moisture damage on the electronic assembly noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were out of spec range due to moisture damage on the electronic assembly. No unexpected battery alarms or alerts found in the formatted history file on the event date of sept 23, 2021. However, found after the event date: 09/25/2020 14:11:00 replace battery alert, 09/25/2020 13:24:20 replace battery now alarm, 09/25/2020 13:47:29 power loss alarm, 09/25/2020 13:24:10 insert battery alarm. In summary, pump passed all required testing. Missing retainer ring confirmed. Pump received with a high sleep current measurement and active current measurement and the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were out of spec range due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020 with blood glucose value of above 400 mg/dl. The customer was treated with insulin drip. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer allege insulin pump was under delivering because she experienced high blood glucose and diabetic ketoacidosis. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be and reservoir will not be returned for analysis.